Event description:
(B)(4). It was reported that following a coronary artery treatment procedure, the patient experienced restenosis. The lesion being treated was located in the mid right coronary artery. The physician implanted a taxus liberte stent of unknown size. Follow-up angiography performed in (B)(6) 2010 revealed (visual evaluation) target vessel diameter 3.50mm; 90% stenosed; no thrombus timi flow 3. The patient had no any ischemic symptoms. The physician implanted a taxus liberte stent of unknown size. The patient improved and was discharged 2 days later. At the 1 year follow-up, the patient had no any anginal symptoms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was further reported that there were two target lesions located in right coronary artery, one in the mid right coronary artery (mid rca) and one in the distal right coronary artery (dist rca) both were treated with pci. The lesion of in-stent restenosis with a reference vessel diameter of 3.50 mm and a length of 20.0 mm in mid rca was visually 90% stenosed. It was treated with pre-dilatation, placement of a 3.50x32 mm taxus liberte stent, and post-dilatation. Residual stenosis became visually 0% and timi-3 flow had been kept since pre-index procedure. The lesion of in-stent restenosis with a reference vessel diameter of 3.00 mm and a length of 20.0 mm in dist rca was visually 90% stenosed. It was treated with pre-dilatation, placement of a 3.00x32 mm taxus liberte stent, and post-dilatation. Residual stenosis became visually 0% ds and timi-3 flow had been kept since pre-index procedure. The patient was discharged without complications 2 days later on aspirin and ticlopidine hydrochloride. 237 days post-index procedure, coronary restenosis was confirmed in the mid rca.